Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that an unspecified intima-ii leaked during use. The following was reported by the initial reporter: "at 10:30 on 2020-07-28, the patient was found to have indwelling needle oozing blood. Immediately tear off the laminate. Iodophor disinfect the needle mouth, replace the needle and replace the tube."